Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose: chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes: chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes: chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported by the patient's grandmother that the patient woke up with high blood glucose. When they checked his blood glucose the pdm read high. Since the pdm read high, the grandmother did sick protocol. She injected the patient, with 9 units of novolog insulin. She waited 3 hours and noticed the blood glucose was not going down. The grandmother then injected 9 more units of novolog insulin. He was still in the high range. The grandmother contacted the patient's doctor. The doctor advised to remove the pod and activate a new pod. Once the new pod was activated, she performed corrections through the new pod. The blood glucose still did not go down. The doctor advised, to take the patient to the emergency room. While he was at the emergency room, they kept the pod on and gave manual injections of novolog. The patient was also placed on an IV of fluid to help flush his system. The emergency room diagnosed the patient with dka. When the patient was in stable ranges for his blood glucose, he was discharged. The patient was in the emergency room for 4 to 5 hours. The patient's grandmother does not have the pdm. The pdm serial number could not be obtained. There were no specific blood glucose values given.